Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was experiencing ventricular tachycardia (vt) and was taken to the emergency room. The rate of the vt was in the monitor only zone so a commanded shock was performed with this ICD. A code 1005 was displayed when the shock was delivered, indicating a shock impedance measurement of 145 ohms or greater. A review of the device memory revealed that the shock impedance measurements have been rising gradually since the device had been implanted in june 2014. An induction test was performed to again test the integrity of the system and while the device was charging, the code 1005 was again displayed. The patient¿s arrhythmia converted on its own after 10-12 beats. A memory download was performed and sent to boston scientific technical services (ts) for review. An ts consultant discussed that the shock impedance measurements were only out of range in the currently programmed rv coil-to-can configuration; the other shock configurations yielded in range measurements. It was also discussed that either the shock configuration could be programmed to one that has in range measurements or to consider replacing the rv lead. No additional adverse patient effects were reported. Ts received additional information from the field representative that the physician decided to keep the ICD and rv lead implanted for anti-tachycardia pacing (atp) therapy and a subcutaneous implantable cardioverter defibrillator (s-ICD) was then implanted to provide the patient's defibrillation therapy. Induction testing was performed and the patient¿s arrhythmia was successfully converted by the s-ICD with a 70 joules shock. A ts consultant discussed that having both an active ICD and s-ICD implanted is considered off label use for both products and reviewed the issues that it could cause in the future. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.